Event description:
It was reported to st. Jude medical that the lead returned to the atrial position which caused inappropriate therapies. While repositioning the lead, it would not screw into the ventricle. After several attempts, the screw no longer appeared on the rx. The decision was made to explant the lead.